Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available the manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that following an intraocular lens (iol) implant procedure, the patient experienced blurred vision. Additional information received stated recommended a t7 at the initial surgery due to incorrect measurements.

Manufacturer narrative:
A manufacturing device history record (DHR) review was performed, prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. No service record relevant to the complaint reported event was found. All company surgical systems are verified, to meet specifications after installation. And customer initiated servicing in accordance with the applicable service test procedure (stp). The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).